Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump's buttons were not always responding and had to press five times. The customer's blood glucose level was unknown at the time of the incident. The customer also reported that the insulin pump rewinds slower than in the past, the insulin pump had locked up and became non-responsive, the insulin pump settings were lost during a battery change. The insulin pump will not be returned for analysis.